Event description:
The consumer got a flier in the mail for microdermabrasion from a dermatologist, and decided to have slightly sun-damaged skin treated. Had one treatment and about 1-1/2 weeks later noted that they had hair stubble all over face as if they had shaved their face. Went back to the dermatologist, who told them they had a hormone problem. Went to another dermatologist who has been doing electrolysis to remove the hairs, but they are too numerous and coarse, especially on nose and under chin. The second dermatologist and the consumer's gynecologist did not think they had a hormone problem, and believed hair follicles were damaged during the microdermabrasion. Trauma to hair follicles caused coarse hair growth on face; complainant filed a complaint against the dermatologist.